Event description:
Subsequently, another high out of range shock impedance value has been displayed. Boston scientific internal technical services (ts) was contacted for recommendations; ts provided recommendation. To date, the lead remains implanted and in service with no adverse patient effects reported.

Event description:
Subsequently, the lead was explanted and returned for analysis. No additional information was received from the field, at the time of the explant procedure.

Event description:
Boston scientific received information that a single, high shock impedance value was exhibited with this implanted system. To date, no intervention has been taken and the lead remains implanted and in service. Subsequent information indicates the physician has elected to simply monitor the case as only a single out of range values was noted and the in office follow-up confirmed all normal measurements. No adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual examination revealed an incomplete lead segment; 2 segments of the lead's terminal connector were returned. The first being the df-1 distal segment, which had been severed at 4.5 cm: the second was the is-1 segment, which was also severed at 5.5 cm from the terminal pin. Engineers confirmed setscrew marks on all the terminal connectors. Testing was performed to assess the lead's electrical integrity of the returned segments. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Analysis concluded that the lead segments were electrically continuous; however, analysis was unable to determine root cause of the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.